Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately calcified and mildly tortuous ulnar vein. A 6.0mm x 40mm x 50cm athletis pta balloon dilatation catheter was advanced for dilatation. However, during second inflation at 25 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications reported and the patient condition was good post procedure.

Manufacturer narrative:
Pro code (product code): dqy.